Event description:
If the user changes a pt ID on an existing result on the blood gas analyzer the analyzer should create a change log named "audit trail." The presence of an audit trail will appear to the user, as an icon called "log" will show on the result screen. The icon "log" needs then to be activated for viewing the audit trail. A change of the pt ID should also appear on the pt result print out. The print out should have a note called "change log" and in here the actual performed changes should be listed by date. In the actual situation, the "change log" was missing on the patient result printout. The customer therefore did not receive any warning of the performed change in the patient data.

Manufacturer narrative:
A patient ID was unintended changed by the customer leading to two different patient results having the same patient ID. The user was not notified, as the printout did not have a change log note, which it should have had in a case like this. The function "audit trail/change log" was implemented on the abl715 in the mandatory sw v 3.8 and on the involved analyzer which is running sw v. 3.811. The reason for the problem was a wrong setup during a software update. This could be recreated at the manufacturer. In the actual case this has been corrected at the site.